Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a battery out limit alarm and a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that battery change did not resolve the issue and the insulin pump alarmed another battery out limit. Customer also reported that the insulin pump buttons were unresponsive. The insulin pump is not expected to return for analysis.